Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2014 with the following findings: the pump powered up normally and displayed the "verify" screen. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas and reported a blank display screen. There were reportedly audible tones. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.